Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11. Additional information: e1((B)(6)). Corrected filed: d4(unique identifier (UDI) #). A getinge field service engineer (fse) found that power cord does not fit into the cart. Correct repositioning of the cable in the winding roller, repair completed. Operational tests carried out with positive results the device is returned for clinical use is unknown. The fault did not cause any damage/inconvenience to operators/patients or delays in procedures.

Event description:
It was reported during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) power cord would not roll up. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter was shortened due to character limitations. The complete name is (B)(6) e1 event site name was shortened due to character limitations. The complete name is (B)(6).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.